Event description:
It was reported that a minicap extended life pd transfer set had an iodine leak at the dark blue female connector. This occurred during use of the device for peritoneal dialysis (pd) therapy. The minicap was changed and the issue still occurred. The issue was resolved when the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted damaged to the threads of the female connector. Leak testing was performed using the returned minicap and a leak was observed beneath the minicap. An in-lab cap was used during retesting and a leak was observed beneath the mini cap, indicating there is damage to the threads of the female connector. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.